Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2012 and tvt-abbrevo was implanted concurrently with hysterectomy with bilateral salpingo-oophorectomy, cystoscopy. It was reported that the patient underwent removal of mesh sling on (B)(6) 2015 by dr. (B)(6) due to vaginal mesh exposure and dyspareunia. It was reported that following the insertion the patient experienced urinary hesitancy, urgency, urinary tract infection. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and an unknown mesh was implanted. It was reported that the patient experienced unspecified complications. No additional information has been provided.